Event description:
It was reported that during dilatation in an unspecified vessel, after the second inflation of the voyager nc balloon, the balloon did not deflate. The contrast concentration was reduced from 1:1, the balloon completely deflated, and the balloon was pulled into the guide catheter successfully. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the difficulty to deflate the balloon include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, all products are leak tested and a sampling of units is destructively tested to verify deflation times. The indeflator and voyager nc catheter used during the procedure were not returned, which may have aided in the investigation and determination of cause for the reported difficulty to deflate. It is possible that the contrast mix ratio may not have been improperly diluted and could have contributed to the deflation difficulties. Contrast that is more concentrated can lead to slower deflation. It is specified in the voyager nc instructions for use materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.